Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers. It was reported the right common femoral artery was heavily calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that placement of the proglide sutures were attempted in the heavily calcified right common femoral artery using the preclose technique prior to a heart valve interventional procedure. The arteriotomy was 6 fr. Reportedly, the sutures of three proglide devices were deployed but two devices failed to achieve hemostasis. Manual arterial compression and the third device were used to achieve hemostasis at the end of the index procedure, where the sheath was upsized to a 12 fr. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.